Manufacturer narrative:
(B)(4).

Event description:
It was reported that pairing failure occurred on (B)(6)2023 for wearable with serial number (B)(6). However, wearable with serial number (B)(6)was returned for evaluation. An external visual inspection was performed and passed. A review of the share logs was performed and signal loss was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the transmitter and app were unable to establish a connection. The reported event of pairing failure is reportable based on the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the transmitter and app were unable to establish a connection. The reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).